Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced an adhesive issue when the infusion set tubing became caught and was pulled out, resulting in loosening of the infusion site event on (B)(6) 2025. No further information available.